Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0 degree endoscope instrument and performed a device evaluation. Failure analysis confirmed the initial complaint that the endoscope was not recognized. Fragments of adhesive of the distal window were also missing. A review of the instrument log for the device associated with this event was performed, however, the event details could not be confirmed. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that prior to starting, pre-anesthesia, a da vinci assisted surgical procedure, the endoscope was not recognized. There was no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: "the instrument was noted to be damaged before being used in the patient. There was no observation of fallen fragments. Patient did not come back to hospital for complications linked to fragments."